Event description:
It was reported that the patient presented to the hospital after inappropriate shock was delivered by the implantable cardioverter defibrillator. The shock was a result of an atrial fibrillation episode with rapid ventricular response. No interventions were reported. The patient was stable.